Event description:
It was reported on 08apr2026, that the patient presented to the emergency department with a driveline disconnect followed by a pump stop that lasted 9 seconds. The patient was using a 2.0 low flow alarm threshold system controller. The log files were submitted for review. The log files confirmed the reported pump stop due to the driveline disconnect on (B)(6) 2026.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnected alarm was confirmed via the submitted log files. The system controller event log file captured a driveline disconnect alarm on (B)(6) 2026 at 13:24:36, resulting in the pump stopping. The driveline was reconnected at 13:25:02 and the pump ramped up to the set speed. No other notable events were captured. The controller appeared to function as intended for the duration of the log file. No product was returned for testing. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. A root cause for the reported event cannot be conclusively determined through this analysis. A discrepancy in data timestamps was captured on (B)(6) 2026, indicating a pump stop occurred on that date. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and patient handbook, is currently available. The abbott heartmate 3 lvas patient handbook, section 5 - ¿alarms and troubleshooting¿, and the heartmate 3 IFU with heartmate touch, section 7 - ¿alarms and troubleshooting¿, instruct users on how to identify and respond to alarms that sound from their controller, including driveline disconnect alarms. The patient handbook warns in several sections "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power". Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. The device history records were reviewed for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.